Event description:
It was reported that a 2.0 x 15mm non-abbott balloon was used for predilatation. The vision was delivered to the lesion, but the balloon ruptured at 12 atmospheres. After withdrawal, a longitudinal rupture was noted on the balloon. The vison stent itself was deployed, so postdilatation was performed with a non-abbott balloon to complete the procedure. No patient effects were reported. No additional information was provided.

Event description:
Per the clinic, the patient¿s implant site was red and swollen with the device extruding. The patient was admitted into the hospital and underwent revision surgery in 2009. More information has been requested but was not available at the time of this report the following month.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2010. Reimplantation was planned for an unknown later date. The device is not available for analysis. This report is filed (B)(6), 2010. Device is not available for analysis.